Event description:
Endoclamp aortic catheter - eac 100cm component - balloon rupture it was reported that there was a balloon rupture. The rupture happened at the end of the procedure, when the customer was almost done (the dr was closing the left atrium) and suddenly the pressure inside the balloon fell. The tear on the balloon was the same kind as another one that the customer had (almost a circumferential tear). The locking mechanism was working because the balloon was stable during the case..

Manufacturer narrative:
Customer report was confirmed. No blood was found inside balloon lumen. Balloon was found to be ruptured in central area. Unit is sent to manufacturer for further evaluation. 6/4/2009 the balloon was visually inspected under 10x magnification and it is confirmed that the balloon ruptured. The wall thickness of the ruptured balloon is consistent. There is a small radius at the end of the burst which is consistent with balloon study balloons that had been punctured with a sharp object. Water was introduced through all but the balloon lumen and the water flows from where it should. These devices are visually and functionally tested 100% prior to packaging, and this condition was not present during that testing.

Manufacturer narrative:
Initial electronic medwatch report was submitted on time in 2009, but the FDA emdr system did not register a record for the report. Initial electronic medwatch report was resubmitted and acknowledged three months later. A follow up with new information was submitted and acknowledged the following day. This follow up submission is to document this circumstance.